Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. The break in aseptic technique was further described as inappropriate operation. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified treatment (further details not reported) of peritonitis. It was reported that the dianeal therapy was ongoing during treatment; however, at the time of this report, dianeal therapy was discontinued. It was not reported if the patient was retrained in aseptic technique. At the time of this report, the patient had not yet recovered. No additional information is available.